Manufacturer narrative:
The date of the event was (B)(6) 2016.

Event description:
The international customer reported the water bowl on the oxygen water trap/inlet filter assembly. There was no patient involvement.